Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger .product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported patient had signs of infection with fever and redness. An explant of the spinal cord stimulator (scs) was performed and the patient was admitted to the hospital for antibiotics. It was noted that the patient was paralyzed at t8 and below.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.